Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl 3.0 mcg/ml; 1.142 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient lost a lot of weight and the rubbing has been more pronounced or possibly there may be an infection. The patient presented to the emergency department on (B)(6) 2018. The pump and catheter were explanted (B)(6) 2018 and discarded. There were no issues with the patient¿s therapy or products associated. The explant was due to an unrelated infection. The cause of the infection was due to the recent weight loss. The issue was resolved, and patient status was alive - no injury. The replacement date was to be determined after the infection heals. The patient received fentanyl patch post-operative. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the rubbing was unknown.